Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic left lobectomy procedure, while the device was being applied to the artery and veins, the surgeon was able to squeeze the handle and press the green button but the staple line was incomplete at the proximal part. The staple line was fixed by using suture and clips. The surgical time was extended by 30 minutes.